Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely a recurring cholesteatoma with floating mass transducer (fmt) and conductor link extrusion. Damages found during investigation are most likely related to the removal surgery. This is a final report.

Event description:
It was reported that a recurrent cholesteatoma with extrusion of the floating mass transducer (fmt) and conductor link led to device explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a recurrent cholesteatoma with extrusion of the fmt and conductor link led to device explantation.